Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the insulin pump was under delivering insulin. Customer reported that the she had high blood glucose levels of 25.0 mmol/l but cannot remember exactly what day. Customer called that on november 2, 2020 to assist with basal rates since her health care provider¿s advised her to make some changes with overnight rates. Customer was assisted with troubleshooting related to the high blood glucose levels. Details of what led up to event: blood glucose always stays up especially during the night and after a meal even when she gives herself a bolus patient's blood glucose s at time of incident: 25.0 mmol/l. Patient's current bg value (at time of call): 18.3 mmol/l. Is customer currently reporting any symptoms related to their high blood glucose: no customer reports they feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer is not calling back to perform a high pressure test. Explained that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Advised that there are many other factors that may cause blood glucose to be outside of the target range. Customer was advised that their safety and satisfaction is our primary concern. Customer was advised medtronic diabetes stands 100% behind the safety and quality of our products. Customer wished to continue troubleshooting. Was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event: no. Customer used the 670g pump with a dexcom sensor so she does not use auto mode. Does customer have a back-up plan available? Response: a pen. Customer treated for high blood glucose. Found: back and forth with the pen and bolus. Recent high blood glucose event began: (B)(6) 2020. Infusion set was last changed prior to event: (B)(6) 2020. Explained the 2 high blood glucose rule. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer thinks pump is under delivering: she says because she treated with a bolus and it doesn't bring down her blood glucose even with infusion set change. Customer actions prior to the event: yes, doctor got her to change her night rates. Time frame of the event: (B)(6) when she woke up. Inquired if customer received assistance with programming pump. Found: yes, pump programming was done with a nurse. Customer was advised leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer was advised that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Customer was advised high blood glucose may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Customer was advised inaccurate pump settings may result in high blood glucose. Customer was advised if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer declined to check their settings. Verified time/date in pump. Time/date is correct. Inquired if there have been any recent changes to the pump programming prior to the high bgs. Found: customer recently changed her overnight basal rate settings per health care provider¿s advise. Customer was advised to verify the accuracy of programming with their health care provider. Customer does use the minimed 670g/770g/780g system. Customer wished to check basal rate settings for accuracy. Customer was advised to confirm accuracy of basal rates. Customer reported basal rates are programmed accurately. Customer wished to check bolus wizard settings for accuracy. Customer was advised to confirm accuracy of bolus wizard settings. Customer reported they are unsure if bolus wizard is programmed accurately. Customer cannot remember what her bolus wizard was but, was sure it's correct because the nurse had it programmed into the pump. Customer was not on carelink so I adv she connects with health care provider to confirm inquired if customer recalls receiving any alarms since high bgs began. Found: she received insulin flow block at the beginning of november. Pump was not suspended customer wished to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Was troubleshooting based on report of under delivery: yes. Was the pump worn during a medical procedure/test done during or near an MRI and/or was pump exposed to a strong magnet: no. Customer was advised to avoid exposure to any strong magnetic fields associated with mris. Performed displacement test. Test results: passed test. Customer was advised the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer declined to perform the high pressure test. Customer declined because she says the pump sends her alarms so she was not concerned about receiving alarms. Customer was advised that the insulin pump passed displacement test and she was able to receive alarms. The insulin pump worked fine. Blood glucose at the end of the call was 15.2 mmol/l. The insulin pump is not expected to return for analysis. Additional devices involved in incident: reservoir (312041811); infusion set (312041858).